Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during an esophagectomy, the needle fell off of the suturing device. The needle was retrieved from the patient¿s cavity with graspers.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of three suturing devices. No needle was retuned with the instruments. Witness marks from the needle tip impacting the beveled wall were observed on instrument one and three. No visual abnormalities were observed on instrument two. The three instruments were loaded with a pmv needle and applied to test media. No difficulty was experienced in loading, unloading, or toggling the needle for each device. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Therefore, the investigation was unable to establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.